Event description:
According to the reporter, the device had an unspecified issue. Medtronic's initial evaluation of the incident device found that the observed open cid was determined to be from battery degradation (component failure). The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned handle noted no abnormalities. Functionally, the handle was received with a fully depleted battery. The handle was inserted into an rpa charger running v16 software to charge. After some time, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize. The handle was opened up. The current interrupt device (cid) for one of the battery cells was open. This would cause the battery to be permanently disabled and the handle would no longer be able to initialize or charge. It was noted that the handle had 300 of 300 procedures remaining. The data saved to the handle was evaluated and it was observed that the cid opened off of the charger, which would have prevented the battery health algorithm from activating. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.4 software at the time of the fpga reset/reprogram failures. T was reported that the instrument did not work. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the current interrupt device (cid) for one of the battery cells was open the reported issue was confirmed. The most likely cause was traced to component failure. This issue may occur due to battery degradation. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.